Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. At the time of this report, action with dianeal, treatment for the event and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Concomitant product ¿ 2.5% dianeal and 1.5% dianeal. Additional information was received about the peritonitis case. On (B)(6) 2016, the patient was hospitalized for an infection that was later clarified as peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.